Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap. Sleeve gastrectomy, on the first firing there was a poor staple formation, staples at distal end did not form. The distal staple line was incomplete and was fixed using a new reload. Unformed staples fell into the patient cavity and were removed with a lap grasper. To solve the case, loose staples were removed and a new staple load or cartridge was used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.